Event description:
Information received by medtronic indicated that the insulin pump was broken. There was a crack on the screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged cosmetic damage/ cracked screen, broken pump on (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with blank display due to cracked lcd controller. Unable to download or perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found no moisture damage on the electronic assembly and motor. Swapped pcba2 with test pcb and pump powered up properly after battery installation. The following were noted during visual inspection: scratched case. In summary, the pump was received with a cracked lcd controller confirmed. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.